Event description:
It was reported that the user experienced recurrent nocturnal low glucose while using the ilet, including a reported glucose of 48 mg/dl, with lows disrupting sleep and requiring oral glucose such as juice that took about 30 minutes to correct; the user announces meals during or before eating and often has cereal before bed, with variable carbohydrate intake suspected to be higher than usual. Symptoms included thirst and lightheadedness. Outcomes included hypoglycemia requiring self-treatment with oral carbohydrates and sleep disruption, without hospitalization. Investigation included troubleshooting and education by support staff regarding target ranges, carbohydrate amounts, and proper meal announcements, with referral to the clinical line for further review. Investigation of this case revealed no device malfunction reported and suggested that user factors, including bedtime carbohydrate choices and possible variability in announced carbohydrates, could contribute to nocturnal hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.